Manufacturer narrative:
Reservoir device information: model number: 72404162; serial number: (B)(4); catalog number: 72404162; UDI number: (B)(4); expiration date: 12/21/2022; manufacture date: 12/22/2017.

Event description:
It was reported that the patient experienced infection and distal perforation with their inflatable penile prosthesis. The infection was at both of the keith needle passing sites, resulting in necrosis of the glans with circular form. The issue first occurred a few days after implant. During explant, it was noted that the device had fluid loss and cut reservoir tubing. The device was removed. The patient was under antibiotics and will probably need glans amputation.

Event description:
It was reported that the patient experienced infection and distal perforation with their inflatable penile prosthesis. The infection was at both of the keith needle passing sites, resulting in necrosis of the glans with circular form. The issue first occurred a few days after implant. During explant, it was noted that the device had fluid loss and cut reservoir tubing. The device was removed. The patient was under antibiotics and will probably need glans amputation.

Manufacturer narrative:
Reservoir device information: model number: 72404162, serial number: (B)(6), catalog number: 72404162, UDI number: (B)(4), expiration date: 12/21/2022, manufacture date: 12/22/2017.

Manufacturer narrative:
Reservoir device information: model number: 72404162. Serial number: (B)(4). Catalog number: 72404162. UDI number: (B)(4). Expiration date: 12/21/2022. Manufacture date: 12/22/2017. The complaint component was returned and analyzed, and the reported allegations of could not be confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced infection and distal perforation with their inflatable penile prosthesis. The infection was at both of the keith needle passing sites, resulting in necrosis of the glans with circular form. The issue first occurred a few days after implant. During explant, it was noted that the device had fluid loss and cut reservoir tubing. The device was removed. The patient was under antibiotics and will probably need glans amputation.